Manufacturer narrative:
The tech found the drive brake block was drifting. He cleaned the drive brake block assembly to repair the bed.

Event description:
The account alleged that the head and hi/low sections of the bed drift down. No injuries.